Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level, as levels remained within normal range. Technical support instructed the caller on proper button pressing technique and confirmed the button's functionality despite difficulties. Ultimately, a decision was made to replace the pump, and the caller was instructed to return the defective pump using a prepaid label while continuing to use the current pump until the replacement arrives.